Event description:
It was reported that the monopolar curved scissors instrument were observed to be dull. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the scissors to cut cleanly through .006" latex. The blades are not damaged. Engineering also observed the distal end of the tube extension to have a triangular shaped char mark with material removed due to burning. The char mark is .170" long and .185" wide (at triangle base). The charring suggests and arcing event occurred. When a tip cover is placed on the instrument, the char mark is completely covered by the ultem sleeve. Assuming a tip cover was installed during the procedure, it is unclear if energy would have escaped through the silicone part of the tip cover based on the location of the char mark. The tube extension may have had a crack which filled with conductive body fluids and created a path for arcing. High generator settings may have also contributed to the arcing. Electrical continuity passed. No other damage found.